Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of broken conductor wire to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley at the distal end. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. Additionally, the instrument was found to have thermal damage on the bipolar yaw pulley.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps (mbf) instrument cable was found to be sticking out at the tip. The instrument was replaced with a backup and the procedure was completed with no further issues. No fragment fell into the patient and no known impact or patient consequence was reported.